Event description:
On (B)(6) 2010, pt's wife reported the down button on the pt's infusion device is not responding. Pt stated the down button is no longer responding to presses properly. Pt reported he first noticed the issue while attempting to bolus. Pt's wife reported the button pops out when pressed and released. Pt will switch to backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.